Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the event. The cause of peritonitis was unknown. The patient was treated with injection vancomycin (intraperitoneal, 1 gram for five days, frequency not reported) and injection fortum (intraperitoneal, 1 gram for five days, frequency not reported) for peritonitis. The action taken with dianeal therapy was not reported. At the time of this report, patient outcome was unknown and antibiotic treatment was ongoing. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Additional information: upon follow up, it was reported the patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.